Event description:
Consumer claims to have had ears pierced with the inverness ear piercing system at a retail vendor on 5/6/1998. On 5/12/1998, she sought medical attention for an infection at the ear piercing site. She was prescribed antibiotics.